Event description:
During the procedure the gdc 10-3d-shape synerg detection circuit detached while still in the parent artery (internal carotid artery). Part of the 3d coil was in the aneurysm and the physician did not want to pull it out in case the coil mass lodged in the parent artery. 3/4 of the coil length was in the aneurysm and the rest was left in the parent artery to endothelize. The pt will need to be brought back to have a stent placed across the aneurysm neck and then the aneurysm will need to be fully coiled, as they were unable to complete coiling during this session.